Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo battery were returned to service and repair. According to the repair request form, there was no output and no signal.

Manufacturer narrative:
Conclusion: according the information received, the finetuner echo had no output and no signal. However, a defective capacitor was detected which was clearly the reason for the reported issue.

Event description:
The fine tuner echo _ battery were returned to service and repair. According to the repair request form, there was no output and no signal. No injuries have been reported.